Event description:
A 42 yr old female who is status post silicone gel subcutaneous mastectomy breast reconstruction was admitted for bilateral explantation, capsulectomy and removal of ruptured implants. The pt has bilateral pain, peri-prosthetic contractures and deformity consistent w/implant rupture.